Manufacturer narrative:
MDR 3003442380-2026-30683 / initial 1 of 3. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusion set quick release connection issues causing hyperglycemia and bent cannula on (B)(6) 2026. The high blood glucose was treated by correction bolus via pump.